Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 (UDI#). Proposed component code: mechanical (g04) - drill. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified two pressure sentinel intramedullary flexible reamers were returned. As returned, both devices are missing the reamer head. The flexible shafts are not fractured. A finished end is seen on both shafts. Device history record (DHR) was reviewed and no discrepancies were found. As the user did not utilize a guide wire during the procedure to ensure proper guidance and allow for capturing of the fractured reamer head, the root cause of the reported issue is attributed to use error for not following instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign- austria. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01962. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, the drill got stuck while trying to drill back out, and the tip of both drills broke off. Both the fractured tips are retained in the patient body. Attempts to obtain additional information have been made; however, no more is available..